Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2017-00405.

Event description:
It was reported that the tips of two screw drivers' tips broke during surgery while installing translating screws into a patient with hard bone. There were no reports of patient injury associated with this event. This is report one of two for this event.

Manufacturer narrative:
The returned driver was evaluated. The tip was found to have fractured off and the weld around the alignment block broke. The cause is likely attributed to higher forces placed on the device during use beyond the device's capabilities, which may have been impacted by the patient's hard bone. A review of the manufacturing records did not identify any issues which would have contributed to this event.